Event description:
It is reported by pt's counsel, that pt underwent total knee replacement in 2003. Post-op, the pt experienced pain and was revised three months later, in which the femoral component was noted to be in more valgus alignment.

Manufacturer narrative:
X-rays are not available for review. Surgeon notes on proceedings of surgery are not available. Pt activity level is not available. No engineering evals could be done with available info. Cause cannot be definitely determined. Eval: no prod was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the prod failed to meet specs. The investigation could not verify or identify any evidence of prod contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer considers the investigation closed.